Event description:
A luminant localizer was reported to have had a rod break during the procedure which caused a delay. The patient did not incur and injury as a result of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.